Event description:
It was reported that the clinician programmer indicated a low battery message. No power on reset occurred. It was also reported that the device had impedance readings >4000 ohms on some of the bipolar and unipolar pairs. The default settings were increased and retested with the same results. Everything was >4,000 with the exception of c0=2051, and c2=3272. The pt stated that she was able to feel stimulation with 3+ and 0-. The pt had been pushed near the lead wires, which the reporter stated may have caused the high impedances. Therapy differences afterward were unk. It was decided to leave the stimulation off until an x-ray could be done and further discussion on how to proceed was done. Add'l info has been requested.

Manufacturer narrative:
(B)(4).